Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Occupation: non-healthcare professional investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The returned catheter did not appear to contain any powder. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device and returned catheter. When tested as returned, the device did not spray. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed constantly once the on/off valve was switched to "on" without use of the activation button. The device was disassembled and powder was seen in the tube between the powder chamber and on/off valve. The tubes were disconnected for removal of the powder and no clumps were observed. A visual inspection of the cannula and hole in the bottom of the powder chamber showed the cannula to be clear. The low pressure valve was dissembled and evaluated. All the internal components were intact. However, powder was observed along the inside wall of the valve, around the base of the activation button, and around the o-rings inside the valve which can cause the valve to stick and remain in an open position. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined. Powder was observed around the o-ring inside the valve which can cause the valve to stick and remain in an open position. If the valve is stuck in an open position, the device will spray continuously; it is unknown how the powder entered the valve. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. [The device] failed to deploy. The following information was provided on 10-apr-2019: they [the user] activated the handle, but no powder would spray out of the channel. The catheter was not blocked [clogged], so they opened a second device to complete the procedure, which worked perfectly. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.